Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: foreign matter in tube; biological and non-biological this is a report about fm on tube. According to the customer's verbatim report, black soot-like fm was found inside the tube before use. The customer would like to know whether this fm may affect test values or not.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: foreign matter in tube; biological and non-biological this is a report about fm on tube. According to the customer's verbatim report, black soot-like fm was found inside the tube before use. The customer would like to know whether this fm may affect test values or not.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.